Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of tremor in their hands and was unsure if this represented a return to baseline symptoms. The patient also reported seeing code 2703 on their handset since yesterday. Technical support services reviewed the meaning of this code and the need for diagnostics to check the system for possible impedance issues. The patient had not experienced any recent falls or trauma, and the implantable neurostimulator (ins) was currently charged to 80%. The caller planned to consult their neurology group to obtain a tablet for impedance testing. Technical support services also reviewed the option of joining a different therapy group but advised that this should only be done with approval from the managing healthcare provider. Additional information was provided by the patient describing a sudden onset of shaking and speech issues while therapy was on and the ins battery was ~80%; attempts to increase stimulation produced error codes 2703 and 2098 indicating "out of range, the neuro stimulator is provided less than the requested" and returning to the prior screen. The patient confirmed they have not had any falls or traumas, no other medical tests or procedures. Patient services attempted troubleshooting without resolving the issue, the managing dbs physician later advised increasing one medication which has not helped, and the patient was redirected to their healthcare provider for further evaluation. The local manufacturer representative confirmed the patient will be seen on (B)(6) 2025.

Event description:
Additional information was received from rep. Rep reported that reprogramming resolved the symptoms and no further interventions are planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that cause of error codes likely related to elevated impedance on contact 8. Patient was reprogrammed around to contact 9, after which tremor improved. Hcp has ordered x-ray to investigate cause of elevated impedance.